Manufacturer narrative:
Physio-control is sending replacement battery to the customer. The device will not be returned for evaluation. Root cause cannot be determined.

Event description:
It was reported that the battery had a short operating time. The device was inoperable. There was no patient use associated with the reported incident.